Manufacturer narrative:
The lot number was not provided. Therefore, no expiration date is available. G5 - the 510(k) number for the primo2x oxygenator is k050447. The primo2x is manufactured by sorin group (B)(4) and is a component of the custom perfusion pack manufactured by sorin group USA, inc. The custom perfusion pack, catalog number 089104301, is a pre-amendment device. H4 - the lot number was not provided. Therefore, no manufacturing date is available. One primo2x oxygenator was returned to sorin group USA, inc for evaluation. A visual inspection did not reveal any obvious defects. Testing of the device did identify a leak path between the blood side and water side of the heat exchanger. The oxygenator was returned to sorin group italia for further evaluation. A follow-up report will be filed with sorin group (B)(4) findings.

Event description:
The perfusionist reported that when he opened the clamp on the water lines and started to recirculate to rewarm the patient, a shot of red came out of the oxygenator. The perfusionist quickly clamped the water line. He again unclamped the line and a red shot was seen. The oxygenator was changed out to complete the case. There was no report of patient injury.